Event description:
It was reported that the patient was not getting an adequate pain relief due to ipg migration. The patient underwent an ipg repositioning procedure and was doing well postoperatively. Nothing was added or removed during the procedure.